Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual examination of the entire length of the device found no kinks or damage along the entire length of the device. The device was received with the product mandrel inserted through the wire lumen. An examination of the crimped stent and tip found no issues with their profiles which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, no flow occurred. The target lesion was located in the right coronary artery. A 3.5mm non bsc guide catheter was used. After a 0.014mm non bcs guide wire crossed the lesion, predilation was performed using a 2mm x 9mm unspecified balloon catheter at 12 atmospheres for 16 seconds. Then a 2.50mm x 16mm promus element ¿ stent was advance to the lesion but was not able to cross despite multiple dilations. It was then noted that there was no flow in the vessel. The procedure was abandoned and not completed due to this event. The patient was monitored and was transferred to the intensive care unit.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, no flow occurred. The target lesion was located in the right coronary artery. A 3.5mm non bsc guide catheter was used. After a 0.014mm non bcs guide wire crossed the lesion, predilation was performed using a 2mm x 9mm unspecified balloon catheter at 12 atmospheres for 16 seconds. Then a 2.50mm x 16mm promus element stent was advance to the lesion but was not able to cross despite multiple dilations. It was then noted that there was no flow in the vessel. The procedure was abandoned and not completed due to this event. The patient was monitored and was transferred to the intensive care unit.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).